Event description:
It was reported that the system was not responding to the footswitch and also producing error 6. The doctor moved the pedal until it worked and completed the case with no patient consequence or delay.